Event description:
User developed massive allergic dermatitis from the flexible fabric bandaids. User received a similar reaction from the sport bandaids, but never before has it been this severe. User provided image of progression of reaction from friday to monday. The bandages were covering a fungal infection, which has since cleared up, but the area surrounding has gotten worse.user reported going to the ER twice for boils on her neck. Additional information obtained: user followed up with pcp, noted that rx was prescribed.